Event description:
The lay user/pt contacted lfs in 2009, alleging inaccurate erratic readings on their one touch ultrasmart meter. The pt mentioned that one month prior, at an unspecified time in the morning, the pt tested their blood glucose and obtained the following readings greater than 20 mins from one another: 120 mg/dl, 130 mg/dl, 121 mg/dl, 126 mg/sl and 126 mg/dl. The pt did not take any medication at the time of testing and did not exhibit any symptoms. At an unspecified time later the pt felt shaky and did not attempt to test, seek any medical attention or self-test. The product was replaced. There is no evidence that the meter malfunctioned since the readings were taken greater than 20 mins from one another. The complaints being reported since the pt reportedly obtained erratic readings and felt shaky, which is a symptom suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.